Event description:
In 2007, the pt reported that she experienced elevated blood glucose values of over 400 mg/dl. She reported a typical blood glucose range of120-140 mg/dl. She reported constipation as her symptom of elevated blood glucose. She stated that she was not able to bolus insulin using her infusion device at dinner, because the infusion device began displaying an 09 (technical inspection due) error. During troubleshooting with a company representative, she stated that she never observed the 88, 86, 84 and 82 technical inspection alerts prior to the 09 error. She noted that she did not have a backup infusion device or insulin injections to use. She was advised to contact her physician in order to determine an applicable alternative therapy. She acknowledged having contacted her physician during follow up later that day. A replacement infusion device was shipped to the pt, and the product was requested to be returned for evaluation. During follow up four days later, she conveyed that she had controlled her blood glucose using insulin injections, and she had transitioned to the use of the replacement infusion device.